Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was giving the customer way too much insulin and she experienced low blood glucose levels during the middle of the night. The customer reported that the infusion sets were coming off her site. The customer reported that he had high blood glucose levels of 21 mmol/l. The customer treated with manual injections. The customer also treated low blood glucose levels with food. Troubleshooting was declined by the customer. Product is not expected to return. Additional device related incident: infusion set ((B)(4)).